Event description:
Canister was on a crash cart and nurse applied suction to a patient that was choking. Canister imploded. No one was injured,

Manufacturer narrative:
(B)(4) was manufactured on november 19, 2004. Likely cause of failure is uv embrittlement of plastic cover. Since 2007 bemis has marked product with a 3 year expiration date.